Event description:
It was reported to boston scientific that a sensor guidewire was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the sensor guidewire broke off inside the patient. They were able to retrieve the tip of the guidewire without any patient complications. They used another sensor wire to complete the case. The condition of the patient at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-12031 pertains to the other device.